Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the product were reviewed and the dhrs showed the product passed all tests prior to release. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigation's are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified lower sensor scan results compared to unspecified readings obtained from an unknown device and experienced a "strange feeling". It is unknown whether the customer noted a trend arrow on the device. The customer self treated with novarapid insulin and received treatment of unknown intravenous medication from a healthcare professional (hcp) for the hyperglycemia diagnosis. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was unable to extract using approved software and extraction was unsuccessful. A further extended investigation was conducted. The customer has reported of scan-glucose low. The sensor was unable to scan. Visual inspection was performed on the returned de-cased sensor puck and no issue was observed. Data was not able to extract from returned sensor. The returned sensor was de-cased and visual inspection was performed on the printed circuit board assembly (pcba) and no issue was observed. Attempted to extract data from the sensor but the sensor was still unable to scan preventing functionality test. Therefore, the issue is unable to test. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the product was reviewed and the dhrs showed the product met specifications prior to release to distribution. (Expiration date), d4 (primary UDI number) and h4 (device mfg date) were updated based on returned product download. (Serial number) was updated from (B)(6). (Investigation findings) code c20 (no findings available) and d15 cause not established was selected, as adc was unable to perform further testing on the returned device. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified lower sensor scan results compared to unspecified readings obtained from an unknown device and experienced a "strange feeling". It is unknown whether the customer noted a trend arrow on the device. The customer self treated with novarapid insulin and received treatment of unknown intravenous medication from a healthcare professional (hcp) for the hyperglycemia diagnosis. There was no report of death or permanent impairment associated with this event.